Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, as of a follow up appointment on (B)(6) 2010, the patient reported some mild urinary urgency and slow urinary flow. No stress urinary incontinence was evident at that time. The physician reported the sling may have been slightly tight which may have caused the patient's complaints. The patient did not attend a follow appointment scheduled six weeks later. The patient contacted the office three to four months later (date unknown) with complaints of an abnormal flow, some urgency, and some stress urinary incontinence. All other information is unknown and unavailable.